Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asgsfc038 showed seven other similar product complaint(s) from this lot number. The complaints for this lot number have been reported from the same facility. Device not returned for evaluation.

Event description:
It was reported by the customer that "rn drawing labs on patient's ivad to right chest. Blood returned from line for labs. Patient's tubing hooked back up to cap connected to ivad, unclamped line (yellow clamp closest to ivad needle), line immediately broke where yellow clamp was with blood coming out of line. Rn clamped with hemostat right away. New needle placed within 10 mins of line breaking." No other information was provided.